Manufacturer narrative:
Siemens filed MDR 1219913-2021-00217 initial report on (B)(6) 2021. Additional information - 04/22/2021 siemens reviewed customer data and based on the information provided, siemens recommended system troubleshooting and is awaiting service report, any precision data/and or studies performed after service. Remaining sample was requested for siemens internal testing, but it appears that sample is not being provided by the customer. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00217 initial report on 04/13/2021 and MDR 1219913-2021-00217 supplemental 1 report on 05/17/2021. MDR 1219913-2021-00217 supplemental 1 report filed on 05/17/2021 contains incorrect information in sections g3 and h10. The information in these sections is related to a different event that was filed under a different cfn-based report number; therefore, MDR 1219913-2021-00217 supplemental 1 report filed on 05/17/2021 should be considered a duplicate report. Additional information: 05/05/2021: siemens has completed investigation for false reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results on a patient sample. At the customer site, a sample resulted reactive with advia centaur xpt sars-cov-2 total (cov2t) lot 010 and resulted non-reactive with advia centaur xpt cov2g, pcr and alternate methods. According to the summary and explanation section of the instructions for use, "production of antibodies to the virus (such as igm and igg) occur within 15 days in most patients, and seroconversion can be coincident with the continued detection of viral rna". Therefore, in blood samples collected <14 days from the initial positive pcr, a patient may not have developed antibodies. There is no an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The advia centaur xpt cov2g and advia centaur xpt cov2t assays may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t is more sensitive than the cov2g method. The limitations section of the instructions for use states: "a reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." "This assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." Based on the information provided, no product problem was identified. No further action is needed.

Manufacturer narrative:
Calibration and quality control (qc) results were acceptable. The sample was re-centrifuged by the customer before retesting. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result on a patient sample. The patient sample was retested and the result was reactive (positive). The reactive (positive) result was reported to the physician and questioned. The physician requested a pcr test as a result of the reactive advia centaur xpt cov2t results and result was negative. The patient sample was sent to an different laboratory for testing and the results of two alternate method used were negative. The patient sample was also tested on the advia centaur xpt cov2g assay and the result was nonreactive (negative). A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.